Event description:
A problem was reported with a pump, and it was confirmed to be under warranty. Customer was instructed to put the pump into storage mode and return it using a prepaid label within 10 days to avoid charges. Replacement pump was sent by technical support, and customer acknowledged they would need to program settings and connect the cgm to the new pump. There was no adverse impact to the customer¿s blood glucose level.